Event description:
A (B)(6) male was implanted with an acticon device on (B)(6) 2007. On (B)(6) 2008, the cuff was removed and replaced. It appears that the tab became uncoupled at the tubing junction end of the button, thus thrusting the cuff tab in an outward direction, and applying a significant shear force to the tubing junction at the cuff button. It seems that this action, in addition to causing cuff separation, could also have been the cause of the tubing fracture at the cuff button. Additional info received indicates the cuff was replaced due to fluid loss and recurring incontinence. No further info provided.

Manufacturer narrative:
Cuff had a fatigue leak. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.